Manufacturer narrative:
If additional information is obtained, this report will be updated.

Event description:
It was reported when the patient called to discuss his current device system and mentioned that he had an infection with his previous device system. It was not specified which device system the patient was referring to, therefore we are performing further investigation in attempts to obtain additional information. The patients current device system remains implanted and in service.